Event description:
It was reported that the stimulator had a power on reset (por) while still in the packaging. The error code noted was 0002. The device was not used. It was further reported that the return product information documented the por code as 0x2.

Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc, serial# unknown, product type: accessory. (B)(4).

Manufacturer narrative:
Final analysis of the stimulator revealed no significant anomalies. When the ins was received for analysis, the clinician programmer (8840) showed that the implant life had not been started and that a por had occurred, however, the por diagnostic information did not indicate what kind of por. When the implant life was started, the 8840 programmer would not allow the ins output to turn on. After ending the session and starting a new 8840 session, the programmer indicated a por had occurred with error code (0x0). The ins was able to be programmed and the output turned on. The ins passed all functional testing after the initial 8840 programming session had cleared the por. Further testing showed that this is how the functionality works for any restore sensor device (models 37714 and 97714) when starting the implant life after the por bit has been set. Final analysis of the wrench accessory revealed no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.